Manufacturer narrative:
.

Event description:
It was reported that during an ureteroscopy procedure the guidewire was damaged. A sensor 0.35 3 cm guidewire had been advanced to an unspecified ureter location. At an unspecified time during the procedure, it was discovered that the coating on the sensor wire "stripped away" from the wire. During withdrawal, the physician encountered difficulty due to the pt's anatomy. The wire was left in a coil position. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".